Event description:
Customer reported the insulin leaked past the o-rings, out from the reservoir to the insulin pump. The blood glucose reading was 175 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.